Event description:
Information received indicates the bed has no head up function.

Manufacturer narrative:
The technician isolated the issue to a sticking head up valve. He replaced the valve to repair the bed.